Event description:
Pt was revised to address malpositioning of the tibial component and loosening of the talar component. Poly wear and osteolysis were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
*** Update: (B)(6) 2011 - the complaint has been reopened because xrays have been received and attached. ***a depuy warsaw material research scientist reviewed the provided pre-revision x-rays. The malposition, poly wear, and osteolysis were all confirmed. The root cause could not be identified without the pre-op x-rays. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.